Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: generalized illness, pain. Manufacturer¿s reference number: (B)(4).

Event description:
Medwatch number: mw5085136. It was reported that a female patient underwent an unknown breast surgery with mentor smooth round high profile 310cc saline breast implant on unknown side and the other side with unknown saline breast implants which patient reported breast pain, chest pain, joint pain, skin rash. Considered possible lymphoma after implantation. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the smooth round high profile 310cc saline implant side.